Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion during device power up in the biomed department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Evaluation was unable to reproduce the alarm. The ehlr found multiple upstream occlusion alarms. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the device history record did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.